Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000mleva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom seam on the left side, before the corner. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: september 9, 2021 - september 10, 2021. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side near the edge in back of the bag and in the area where the customer marked. Functional testing was performed which identified a leak only at the lower left side near the edge on back side. A magnified inspection observed a tear/hole in the lower left side near the edge in the back side of the bag where the leak was identified during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.